Event description:
Boston scientific received information that this right atrial lead was explanted due to product performance issue. Additional information was received indicating that the physician was not able to insert the stylet into the lead to reposition the atrial lead. This ra lead is out of service. No adverse patient effects were reported. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.